Manufacturer narrative:
Product analysis :macroscopic examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore unable to determine definitive cause of event.

Event description:
It was reported that patient underwent surgery due to lumbar degeneration. Intra-op, set screw was found slipped. Surgeon had to replace with new one to complete the surgery. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.